Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the rx-verify error. The technical support specialist reviewed the issue and confirmed that the rxverify request remained in request status due to being linked to an outdated script/order; the customer was contacted via phone, the issue was explained, and the customer acknowledged the cause and agreed to relay the information to the pharmacy, with no further action required. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, rx verify was on request status when nurse goes to issue the medicine. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.